Manufacturer narrative:
A medical investigation obtained additional clinical information including the patient's known medical history of peripheral circulation disorder, which results in ischemia and poor perfusion. The device instructions for use contraindicates using the device on patients with ischemic limbs. The customer acknowledged misuse of the product. Based on the information provided, it was determined that the alleged injury sustained by the patient was caused by potential use error.

Manufacturer narrative:
A1 & a2 date of birth: not provided. H4 device manufacture date: unknown. E2-e3: it is unknown if the reporter is a health professional. H10: product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to definitively determine the root cause.

Event description:
A hospital reported a patient allegedly experienced a left calf low temperature 3rd degree burn during a one-hour surgery with the use of 3m¿ bair hugger¿ warming blanket, 54500. Medical treatment was required to prevent a serious injury. The patient is recovering.